Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that inappropriate antitachycardia pacing was observed due to noise on the ventricular channel . The noise was reproduced in clinic with arm movements. Lead was capped and replaced. Patient condition was fine.

Event description:
New information received indicated that the lead was explanted. Patient is doing fine at this time.